Manufacturer narrative:
All bench tests performed on this coil, except for the failed cable balun, support a working coil. The cable balun failed due to random component failure. Also, high sar levels were used resulting in warning messages for the operator. These messages were accepted by the operator and the scans with high sar were continued on the pt. The capacitor failure in combination with insufficient distance between coil cable and pt and the high sar values possibly caused the burn. The instructions for use contains warnings on coil and cable positioning in relationship to the pt.